Event description:
Caller indicated the relion confirm meter was giving high readings. The patient stated he completed a control solution test and the reading was in range. The patient received a few different readings he considered to be high. He received a reading of 380 at 10:51a; 431 at 11:11a; 387 at 11:15a; 450 at 11:22 and 432 at 11:23. Patient stated because of these readings, he treated himself with food and insulin to get his bg level down. Patient feels dizzy and weak. He also stated his right hand feels numb. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.